Event description:
During the liver transplant procedure, doctor reported that one stapler used in a liver transplant procedure did not have any metal staples. Therefore, the stapler cut but failed to apply the staples and form a staple line. This malfunction caused serious problems to the surgeon, who was using it on the vena cava. Only the operator's fast reaction prevented the patient from experiencing adverse consequences. A stapler from a different lot was used to complete the case. Unfortunately, the hospital discarded the faulty device, so no sample will be sent in for evaluation. In addition, the surgeon was unable to report the exact date of the event. No patient consequence.